Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.00 in was cracked. The following information was provided by the initial reporter: "it was reported that the tubing of the catheter had a crack. Per email: dear product complaints. Texted today and has had an issue with nexiva reported to her. They said the IV had a crack in the tubing on the actual nexiva and she has the contaminated product in a biohazard bag. Can you tell me what gauge size and lot number for the product? Was anyone exposed to blood during the insertion? When did this occur?"

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used nexiva 20ga unit and a package label from material number 383516, lot number 9179020. The returned sample consisted of the winged adapter with an attached extension tubing. The needle set was not returned for evaluation. Through the visual microscopic evaluation, a slit/cut in the extension tubing was observed near the straight luer adapter. A leakage test was performed where air bubbles were observed in the area of the slit/cut. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to a station misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.00 in was cracked. The following information was provided by the initial reporter: "it was reported that the tubing of the catheter had a crack. Per email: dear product complaints- texted today and has had an issue with nexiva reported to her. They said the IV had a crack in the tubing on the actual nexiva and she has the contaminated product in a biohazard bag. Can you tell me what gauge size and lot number for the product? Was anyone exposed to blood during the insertion? When did this occur?"